Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in set) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was noted that the supply bag connection was loose. The power was cycled to clear the alarm. The caregiver planned to have the patient complete therapy using manual supplies and would notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a loose connection between a supply bag and the cassette was reported which is a known cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.